Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the initial report. Olympus medical systems corp. (Omsc) investigated the events reported by the user facility and found the following: -the device was returned from olympus after the device was repaired and the user found a malfunction when taking the device out of the case. Therefore, the user did not perform a microbiological test. -the user only mentioned the problem that the distal end was not hygienically perfect. To investigate distal end hygienic defects, olympus deutschland gmbh (ode) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive. The testing result didn't clear the german guideline. Ode then checked the device, but there were no anomalies on the device. The device was repaired and returned to the user facility. The defect reported by the user facility that the distal end was not hygienically perfect was resolved by removing too much adhesive from the distal end. The user then reported that the device is all fine now with regard to hygiene. From the device inspection results, omsc could confirm that the device was defective, but could not determine the impact on the reported event. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc was unable to determine the relevance of the reported event to the device. -the results of microbiological test performed after reprocessing performed before the user facility returned the device to olympus were unknown. -as a result of microbiological testing of the device by ode, it did not clear the german guideline. Furthermore, the number of bacteria and the type of bacteria were unknown. -after returning the device to the user facility, ode inquired the user facility about the hygiene status of the device and confirmed that there was no problem. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is currently under quarantine in olympus (B)(4). The user believes that repairing the device caused a defect at the distal end, and medical technician at the user facility said the flaw was a burn or smoldering. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the reprocessing method and the number and type of microbes. In addition, the user reported a defect at the distal end from a hygienic point of view. There was no report of infection associated with this report.